Manufacturer narrative:
The manufacturer's service representative performed an on site investigation, and was unable to duplicate the reported problem. The service representative reloaded software, and tightened the high voltage cable connection. No further information is available.

Event description:
The customer reported that the 9900 system locked up and would not produce x-rays. No patient injury was reported.